Manufacturer narrative:
The technician found that the bed exit alarm volume was turned down too its lowest volume, user error. The technician turned up the alarm volume on the bed exit and in-serviced the nursing staff to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported that the bed exit alarm was alarming but the auditable alarm was not sounding. The bed was located in storage at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).